Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that patient underwent intra ocular lens (iol) implantation surgery. Following the procedure, the patient experienced unspecified issue with the implanted lens. Additional information received stating that the patient experienced multiple eye-related vision issues, glare, starburst, dryness, dysphotopsia, and worsening of glaucoma which impacting vision and quality of life. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. The product was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.